Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.